Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 2 years and 1 month post implant of this mitral annuloplasty band, during a tricuspid valve repair, due to moderate to severe mitral regurgitation this mitral band was repaired by detaching the anterior leaflet from the annulus and securing a trimmed piece of xenograft membrane to the annulus and edge of the anterior leaflet. Transesophageal echocardiogram(tee) revealed trace mitral regurgitation post repair. No further adverse patient effects were reported.